Event description:
It was reported to philips the device would only intermittently recognize the pads. There was no harm to the involved patient. Another device was available for use.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.